Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male pt, the device was unable to obtain an ECG signal. The user re-applied a second set of pads and the device was intermittently unable to obtain an ECG signal. The pt a reported "couple" of defibrillations successfully. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.